Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap transfer set that was damaged. This occurred during patient use. It was stated that after being used for one week, the twist clamp cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A cracked light blue main body was identified during visual inspection. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.